Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo or samples have been received for this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 20 of 30. E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports the notch on the catheter funnel is not aligned to the coude tip. There was no harm reported. No additional information was provided.